Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not yet received.

Manufacturer narrative:
The reported event of ipg nearing eol was confirmed. A review of the ipg logs showed that the first elective replacement indication (eri) was declared on (B)(6) 2024 during a session. This alert will only occur during a session with a clinician programmer or patient controller when the ipg battery voltage is at or below 2.7v +/- 30mv at the time of the session. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps at the time of explant. The root cause of the reported observation was due to the ipg having normal battery depletion. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.